Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump sleep/wake button was intermittently unresponsive, preventing on/off activation despite a displayed charge level, and functionality resumed after placing the pump on the charger and following an app-guided restart; the issue aligned with a button/key not working and involved the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an electrical problem associated with the sleep/wake switch component consistent with a button unresponsive issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.